Event description:
It was reported that during a coronary stenting treatment procedure, there was balloon withdrawal difficulty. The patient had two severe lesions in the mid to distal left anterior descending artery (lad) in a "s"-shaped segment of the vessel. The physician was treating the lesion with a 2.5x24mm taxus liberte' stent. He inflated the stent to 14atm. And then deflated. When they tried to remove the delivery system, the balloon did not come out; it was stuck. The physician followed the inflation/deflation procedure several times with slight pull/push movements until the balloon was freed from the stent without any other event. The physician pre-dilated them at once and stented them with a good result and optimal stent expansion. The difficulties may be related to the vessel tortuousity. The stent remained with "s" shape as well. The patient is "doing very well."

Manufacturer narrative:
As the unit was not returned, the complaint investigation site (cis) could not perform a technical analysis. A review of the manufacturing documentation for the batch found no anomalies or deviations during the manufacture of this batch. The most probable root cause of this complaint incident is unknown. Product unavailable for analysis.